Event description:
It was reported that the spinal cord stimulator (scs) patient passed away due to an unknown reason. There were no reported device issues, and the death was assessed as unrelated to the device. No further information has been obtained despite good-faith efforts.